Manufacturer narrative:
The following models were used; however the hospital was unable to determine from which models and lot numbers the balloon detached: 410405f- lot 516ec334; 120803f - lot 516mc424; 120804f - lot 516cc291 and 516mc509. The device had not been received for evaluation.

Event description:
It was reported that during a right leg embolectomy procedure, the balloon burst and detached from the catheter. Reportedly, a cutdown of the pt's vessel was performed to retrieve the balloon; however, removal was unsuccessful. It was further reported that it is unk if there were any pt complications or injuries. Follow up with the hospital did not reveal the pt's status only that they are providing the pt with comfort care only.